Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had been experiencing low blood glucose (bg) in the morning hours since starting on a new pump that week. The patient reported low bgs between 1.8mmol/l and 3.1mmol/l. The patient noted that the morning of (B)(6) 2012 her bg was 1.8mmol/l with fatigue and shakiness. The patient was reportedly able to self-treat with juice and glucose tablets. There was no reported medical intervention and the patient's bg reportedly resolved to 8.6mmol/l. A review of the pump histories indicated all settings and histories were correct. The patient noted that she last had an appointment with her healthcare provider (hcp) four months or more ago and that she changed her basal settings on her own. A review of the basal history indicated a temporary basal setting was in use from 7am to 8am on (B)(6) 2012. The patient noted that she stays up late into the early morning hours but otherwise denied any activity changes. The patient denied any site, set, cartridge, or insulin issues. Troubleshooting indicated no issues with the pump. The pump is not being returned at this time and there has been no further reported incident. Customer support advised the patient to contact her hcp to discuss low bgs and pump settings. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/04/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the black box data revealed data relevant to the complaint was overwritten due to continued pump use. The total daily dose and basal history are appropriate per the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy check.